Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device did not ¿engage the omentum tissue.¿ please clarify this information. Did the omentum fail to engage because the device did not staple? If no, please explain. Were there any staples deployed? If so, what was their shape? Were there any issues with bleeding? If yes, how was the bleeding controlled? Did the patient require a transfusion? Was the patient's overnight stay directly related to the issues associated with the tx60b? Does the surgeon routinely do these procedures on an out-patient basis? What anatomical structure was the device being fired upon when the issues were experienced? Was the stapler being used to remove necrotic omentum that was found during the hernia repair? What is the current patient status?

Event description:
See attached user facility medwatch.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:was the patient's overnight stay directly related to the issues associated with the tx60b? The medical record does not provide sufficient information as to the reason for admission. Does the surgeon routinely do these procedures on an out-patient basis? I am not able to ascertain this information. What anatomical structure was the device being fired upon when the issues were experienced? The medical record reflects that the surgeon was grasping incarcerated omentum around the base of the inguinal hernia sac. Was the stapler being used to remove necrotic omentum that was found during the hernia repair? Base on the information known to date, the stapler was used to grasp ¿incarcerated omentum.¿ what is the current patient status?" Unknown.